Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they feel like "heck". The patient reported they are unable to walk far without "running out of air, either passing out or dry heaving". The patient thought the device "sometimes doesn't work". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.